Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 1.6; lab inr: 3.7. The time between testing was 1 hr. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.